Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient dislocated and a closed reduction was preformed. Patient dislocated again and surgeon elected to revise the shoulder and increase the poly thickness. Doi: (B)(6) 2017; dor: (B)(6) 2017; left shoulder.